Event description:
During the case, the unit was set at 30 and the pt's shoulder became distended. Or charge nurse stated they normally set the unit at '60', but the shoulder kept distending so they kept turning it down; the surgeon also had the outflow tubing connected as well. Pt's swelling went down during recovery and the pt was released and has recovered normally. No delay and no injuries were noted.

Manufacturer narrative:
Unit was received with missing transducer spring and transducer was badly damaged. After replacing spring and using a good transducer, the unit passed wet test at 40, 80 and 120mmgh.